Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. Customer's blood glucose (bg) level subsequently rose to a value between 357 mg/dl and "high" per continuous glucose monitor readings with high ketones, necessitating a manual correction injection and pump bolus as well as a trip to the emergency room (ER) where customer was monitored and released later that day. Additionally, it was reported that the pump battery had overheated and that the pump time was incorrect after pump shutdown. The customer reverted to an alternate method of insulin therapy.